Event description:
Drug/diluent: unknown, anp. Fill volume: 100 ml. Flow rate: unknown, anp. Procedure: continuous subcutaneous infusion of analgesics in locally advanced pancreatic cancer patient. Cathplace: unknown, anp. Initial incident info rec'd from the distributor: "the infusion finished 8 hours before, due to fast infusion." Add'l info rec'd (B)(4) 2014 per the translated report "report by healthcare professionals of an incident or near miss to the ministry of health" incident or near miss: "the device released the drugs contained in it more rapidly terminating infusion approximately 8 hours before intended". Consequence: "the patient was left without analgesic treatment for 8 hours, causing him to experience pain." 2026095-2014-00023/14-00098. Date/time pump was filled: (B)(6) 2014 (time not provided). Start date/time of infusion: (B)(6) 2014 at 10:00 hours 00 mins. End date/ time of infusion: (B)(6) 2014 (no time provided). Incident was initially reported to the manufacturer by the distributor (B)(4).

Manufacturer narrative:
Method: it was reported that the device will not be returned for an evaluation and investigation. A review of the device history record (DHR) was conducted for the lot number provided. Results: as no device was available for an evaluation, no methods were performed; therefore, results can not be obtained. Per the device history record the device met all manufacturing specifications at release. Conclusions: the device was not returned to I-flow for evaluation, therefore, we are unable to determine a root cause for the reported event. Add'l investigations will be conducted with the rec'd reported info. Should add'l info pertinent to this event become available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.